Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. The insulin pump also had minor scratches on the lcd window, a missing reservoir tube lip o-ring, and bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump was cracked around the reservoir compartment. Customer's blood glucose was 110 mg/dl. Nothing further reported.